Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was damaged and could not be used to charge the pump. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.